Event description:
Pt reported "recently we have just discovered a possible leak in the band. I have recently had surgery to replaced my port...". Follow up with the surgeon's office confirmed a port replacment procedure was performed for this pt. Additional information noted that the surgeon believes there is a leak else where in the lap-band system since the device is not holding saline even after changing out the port. Surgery is scheduled to replace the whole lap-band system. This is the same pt reported under MDR ID # 2024601-2006-00233 (inamed complaint #2097402).